Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This right atrial (ra) lead was part of the system revision due to infection. This is considered life-threatening situation and surgical intervention was required to explant the system. No additional adverse patient effects were reported.